Event description:
On (B)(6) 2012, a patient called our firm to request that we provide him with medication for a "central corneal ulcer" os acquired while wearing our product. The patient states that he was prescribed zylet for his injury and that per the physician, "I will go blind if I don't get my medicine." The patient states he habitually sleeps in his lenses and replaces his lenses every two weeks. Referred him back to his physician for the medication or an alternative. Have made several calls and have faxed requests to the physician to confirm patient's diagnosis an obtain clinical information. The physician has not responded to the queries. Our efforts to obtain information from the physician continue. The patient has not responded to subsequent calls. Product has not been returned for evaluation and no lot information was provided. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Method: device not returned. No evaluation will be performed. Conclusions: no conclusions can be drawn.